Event description:
An initial report of cardiac arrest was received by united therapeutics on 26-sep-2023 and forwarded to millyard advanced medical products, llc on 03-oct-2023. A follow up report from united therapeutics was received by millyard advanced medical products, llc on 13-oct-2023 in which it stated the patient was deceased. The patient was started on remodulin in (B)(6) 2023 using a different manufacturer's pump. The patient was switched to remunity therapy on an unreported date. On (B)(6) 2023, the patient experienced disease worsening including a large increase in bnp from their baseline. It was unclear whether there were alarms or any malfunction. A nurse from the physician's office reported to the specialty pharmacy on (B)(6) 2023 that their patient was currently hospitalized for cardiac arrest. The nurse stated the cardiac arrest was believed to be associated with the failure of her remunity pump. On an unreported date, the patient's disease progressed and the patient expired. The cause of death was pulmonary arterial hypertension. It is unknown if an autopsy was performed. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests.